Event description:
A follow up appointment several months after a left ureteroscopy, the pt reported having passed a hard piece of green metal when they passed some stones at their home. The physician reported that they believed this tiny piece of metal was the tip of the stone cone, which they did not realized had been missing when they withdrew the device, and reported that it must have been hit by the laser. The pt is fine and is keeping the tip of the stone cone. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and the company is unable to determine if the device met its specifications. Directions for use state: "do not directly fire upon the device with a laser...warning: to minimize risk of device breakage or pt injury, do not fire laser directly on any part of the stone cone."